Manufacturer narrative:
Final analysis found that the proximal insulation was damaged at 27 cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the lead exhibited loss of capture. The lead was explanted and replaced.